Event description:
The customer reported that at 12:17 pm, she had a blood glucose level of 14.6 mmol/l (263 mg/dl). By 3:30 pm, her blood glucose level rose to 19.5 mmol/l (351 mg/dl). When the pod was removed, the customer noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.